Manufacturer narrative:
The customer¿s report of a tubing separation was confirmed. The set was received separated at the engagement between the silicone segment tubing and the upper fitment. The expected remaining lower section, including the silicone segment, was missing and was not received from the customer. The set¿s drip chamber had also been removed from the set and was not received. No crush marks or other anomalies were observed on the upper fitment. Functional testing was unable to be performed due to the set being incomplete. The root cause of the tubing separation was not determined.

Event description:
The customer reported that the tubing separated during a tpn infusion. The tubing was clamped off and removed. The patient was also receiving insulin and was given d10% due to a drop in the blood sugar. There was no report of lasting effects.

Event description:
The tubing was immediately clamped off and removed from PICC line.